Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having trouble charging ipg,and underwent an ipg replacement procedure. The old ipg was replaced with an MRI capable device. The patient was doing good postoperatively, and explanted ipg was kept by medical facility.